Event description:
It was reported that, durintg a tvt procedure, the physician performed the bowel. The procedure was completed successfully. The bowel was repaired one day following the procedure. The patient is fine and continent.